Event description:
It was reported the patient was receiving radiation therapy and there was a power on reset with the device causing invalid data. Upon follow up, it was noted the patient has since completed therapy and the device was checked. No issues with the device check were reported. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.